Event description:
The dealer states that the weld has broken on the power chair. The dealer noticed it when he was doing routine maintained on the chair.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.